Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low total t4 results (tt4) on five (5) patients generated by the unicel dxc 600i synchron access2 clinical system. The erroneous results were reported out of the laboratory and questioned by the physician. The samples were repeated by a reference lab using the same tt4 method and produced results in the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the customers established ranges prior to and after the event. The customer confirmed using calibrator lot 008534, which is part of (B)(4) (report number: 2050012-09/14/2010-034r), which addresses tt4 calibrator stability issues. Service was not dispatched. The root cause for this event is tt4 calibrator stability issue.